Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: there was difficulty loading and unloading the device. The needle also fell out. No adverse vents have been reported. Additional information has been requested but not yet received.